Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number nor product code was provided. The customer has communicated that the device is not available for investigation. A complaint history review was conducted on the catalog number in question from 25-jun-2018 to 24-jul-2019. Since catalog number is unknown it cannot be related to any complaint for same catalog number and same issue. No additional tests were performed as part of this investigation. No corrective action can be implemented due to the lack of product code and batch number to perform a proper investigation to determine a root cause. The customer complaint cannot be confirmed based only on the information provided, to perform an investigation and determine the source of defect reported it is necessary to evaluate the sample involved on this complaint. An attempt to duplicate the failure mode was made but at the time there is no inventory of the involved product code available at the facility nor is any being manufactured at the time. If the sample becomes available this investigation will be updated with the evaluation results. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bullet swaged onto end of suture was not retrieved and was not captured by capio instrument. The bullet was not visualized or palpable. Presumed retained within the sacrospinous ligament.